Event description:
It was reported that after inserting the intra-aortic balloon (iab), the arterial pressure could not be obtained by the optical sensor when initiating therapy. The iab was removed and replaced with another company's iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing approximately 46cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 71.4cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).